Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 14-mar-2022. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('there remains a piece of the device in the uterus') in a (B)(6) female patient who had essure (batch no. C13145) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device removal "first operation to remove the broken tubes, there remains a piece of the device in the uterus". On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced adverse reaction ("side effects"). On an unknown date, the patient experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (second surgery to remove piece of the essure in the uterus). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage and adverse reaction outcome was unknown. The reporter provided no causality assessment for adverse reaction and device breakage with essure. The reporter commented: two operations to remove the device. First operation to remove the broken tubes, there remains a piece of the device in the uterus. 6 months after removal of the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 14-mar-2022. The most recent information was received on 24-mar-2022. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('there remains a piece of the device in the uterus') in a 42-year-old female patient who had essure (batch no. C13145) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device removal "first operation to remove the broken tubes, there remains a piece of the device in the uterus". On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced adverse reaction ("side effects"). On an unknown date, the patient experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (second surgery to remove piece of the essure in the uterus). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage and adverse reaction outcome was unknown. The reporter provided no causality assessment for adverse reaction and device breakage with essure. The reporter commented: two operations to remove the device. First operation to remove the broken tubes, there remains a piece of the device in the uterus. 6 months after removal of the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kgs. Batch no : c13145. Production date : 2014-01-21. Expiration date :2017-01-31 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 24-mar-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.